Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The exp date is currently unavailable. The complaint device was received and evaluated. Visual observation revealed that the proximal tip of the needle was bent upwards. This failure is typically attributed to user technique where excessive force is applied on the device causing it to bend. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that when using the omnispan meniscal gun during an anterior cruciate ligament repair surgical procedure, it was observed that the omnispan meniscal repair 12deg needle device would bend up off the base when it was deployed. The surgeon pulled out the device to reposition and saw the needle was bent. The surgeon completed the procedure with another like device with no patient consequences or delays. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.